Event description:
Pump was reported to not deliver pain medication. The syringe was reportedly loaded correctly and the pump displayed that it was infusing, however nothing was delivered from the syringe. There was no report of any pt injury or medical intervention being required, but the pt did not receive their requested pain medication. The facility's biomed engineer was not able to provide details regarding what pain medication was being used and how long the pt was without pain control. Pt specific info and details regarding any additional contacts at the facility were not provided by the facility's biomedical engineer.